Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, infection, swelling, mobility. Dentist has no idea why all implants failed. Mm2024_1131, 2024_1132, 2024_1133, 2024_1134 and 2024_1135 are the same patient.